Manufacturer narrative:
UDI information: (B)(4). Sample was received for evaluation. -the valve was visually inspected; the silicone housing was torn/cut around the siphon guard, as well as biological debris noted inside the valve. The position of the cam when valve was received was 170mmh2o. The valve was hydrated. The valve was tested for programming and the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed and passed. The silicone was cut just after the valve mechanism. The cam mechanism was moved. The valve was retested for programming and passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the cam mechanism, and on the base plate. The root cause for the programming problem is due to the biological debris found on the cam mechanism. The root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve could not be reprogrammed and was revised. The doi and the initial setting were unknown. The ventricular enlargement was confirmed and the surgeon attempted to change the setting of the valve. However the setting did not change. Therefore a revision surgery was performed. The syphon guard was damaged (separation) but it was unknown if the issue had occurred during the removal. The patient is under monitoring for the time being.